Event description:
It was reported that the device was found to be in backup vvi (bvvi) mode resulting in a loss of high voltage therapy. The cause of the bvvi was found to be off-label MRI exposure. Technical support was contacted, but the device was unable to be restored. The patient was in stable condition.